Event description:
Complainant alleged that while attempting to monitor a pt who was suspect of having a stroke, the device intermittently powered up without display. The user pressed the "recorder" button to verify that the device was still on and the display came back on and they continued using the device. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.